Event description:
Reporter indicated that vns pt had experienced an increase in seizure frequency above pre-vns baseline. It was reported that the pt experienced 1 seizure per month prior to vns implant and that pt now experiences 1 seizure per week. It was also reported that the pt was wheelchair-bound prior to implant and that since implant, pt is more alert and can walk with assistance. It was also reported that treating neurologist added depakote to the pt's drug regimen due to the increase in seizure activity. The pt had previously reported an increase in seizure activity in relation to when pt got hot while exercising. It was reported that the increase in seizure frequency at that time was not above pre-vns baseline. The pt was reportedly taking depakote and keppra at the time of the increase in seizure activity with exercise. Investigation to date has been unable to determine the cause of the reported event.